Event description:
During removal of gallstones from the biliary tract, the physician used a cook memory ii double lumen extraction basket. It was reported that the physician pushed the memory basket into the cbd, grabbed the stone and pulled it out. When the basket came out of the biliary tract, they found that the basket wire was broken. The procedure was completed with another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. The basket was fully retracted into the catheter. Liquid was present in the catheter of the device. One of the basket wires has broken near the solder joint at the distal tip. A portion of the broken basket wire had ruptured through the catheter 0.8cm from the distal tip. The ruptured basket wire prevented actuation/ advancement of the basket. Under magnification of the proximal and distal portions of the broken wire it was found that the basket wire had been thinned due to excessive buffing during the buffing process. No portion of the wire appears to be missing. No other anomalies were detected. A meeting was held with production on 10/12/2022, and it was confirmed that the wire had been excessively buffed during the manufacturing process causing the wire to become thinned. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause of the basket wire breaking was determined to be excessive buffing, resulting in the thinning of the basket wire material. Due to the basket wire becoming thinner during the buffing process the basket wire was weakened leading to the report of the basket wire breaking near the distal weld. This nonconformance occurred due to operator error. Production management and the department team leads were notified of this occurrence. The operator was retrained on the buffing process. Additionally, a notification of operator related complaint form was provided to production management. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.